Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
A review of the pump black box showed evidence of a cs 054 error immediately following the replace battery alarm. The pump reboot was observed in the clearing of the cs 054 error per normal operation. The pump powered with the returned battery cap. The battery cap was able to fully tighten. The pump was exercised with the returned battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. A ¿no power¿ event was not duplicated during the investigation. The pump case was removed and there was no evidence of moisture or loose components inside the pump. Unrelated to the original complaint, the battery compartment was observed to be cracked from the thread area to the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).